Event description:
It was reported the patient experienced pain at the implantable pulse generator (ipg) implant site and wanted the system removed. Subsequently, surgical intervention was taken and the patient's scs system was removed.